Event description:
A (B)(6) female diagnosed with breast-implant related anaplastic large cell lymphoma. Pt had bilateral mastectomies with saline implant reconstruction in 1992. Developed left sided idiopathic large volume seroma in 2009. Implants removed and partial capsulectomy performed by a different plastic surgeon. No replacement of implants at that time. Pathology reports negative at that time. Recurrent seroma following explantation requiring repeat capsulectomy and drain placement (B)(6) 2010. Again, negative pathology report. Pt presented for delayed two-stage reconstruction in my practice. Performed on (B)(6) 2011. Left breast seroma (small) and capsule identified, completely removed. Pathology reports confirmed alcl of the left breast capsule, alk-1 negative. Saline breast implant. Unknown manufacturer. Not sure if it was textured or smooth. Pt does not have records and surgeon who removed the implants does not recall other than they were saline. Pathology report does not indicate textured vs. Smooth.